Event description:
A cartridge change error was reported with the pump. There was no reported impact to the customer¿s blood glucose level exceeding 500 mg/dl. Technical support guided the customer to inspect and replace the cartridge, ensuring the o-ring was intact and cleaning the pneumatic tap area. Following these steps, the customer successfully loaded the cartridge onto the pump and resumed insulin delivery.